Manufacturer narrative:
Patient identifier, age, and weight were not available from the site. The solitaire platinum stent device was returned to the manufacturer for evaluation. As received, no bends or kinks were found with the pushwire or marker coil. Visual inspection showed no irregularities outside of the attachment zone. The stent working length struts were in good condition. However, the stent non-working (tear drop) struts were found to be bent and a strut was found to be broken. No other anomalies were observed. The broken strut was then sent out for scanning electron microscope (sem) analysis which indicated that the strut broke as the tensile strength of the material was exceeded. It is likely the stent damage and strut break occurred as a result of excessive force (pushing and pulling) against the reported resistance. The cause of the resistance could not be determined, but resistance can be caused by vessel tortuosity, compatibility, damage or lack of continuous flush. The vessel tortuosity was not reported. Per the solitaire platinum IFU (instructions for use): warnings ¿ ¿if excessive resistance is encountered during the delivery of the solitaire platinum revascularization device, discontinue the delivery and identify the cause of the resistance. Advancement of the solitaire platinum revascularization device against resistance may result in device damage and/or patient injury.¿

Event description:
Medtronic received information that the solitaire could not be advanced during delivery through the microcatheter. Resistance was felt in the distal section of the catheter. The procedure was completed with a new solitaire (same model) and the same microcatheter. There were no patient symptoms or complications associated with this event. The patient was being treated with mechanical thrombectomy for an ischemic stroke in the m1. The reported device and accessory devices were prepared as indicated in the IFU and the catheter was flushed as directed. Continuous flushing was maintained during the procedure. Vessel tortuosity is unknown and there was no damage to the microcatheter observed. The solitaire device was returned to the manufacturer for evaluation and the stent non-working (tear drop) struts were found to be bent and a strut was found to be broken.